Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was stuck in the fill tubing process on their insulin pump. The customer also stated their reservoir was leaking. Customer was assisted with priming their insulin pump. The customer also reported experiencing low blood glucose that required the paramedics to be called. Customer's blood glucose was 15 mg/dl. It was found the customer's drive support cap appeared to be normal. The customer also reported a hospitalization event for their blood glucose. The details of the hospitalization was unknown. Customer declined to troubleshoot for their insulin pump because their diabetes educator had already examined the insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.